Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose was 50 mg/dl at the time of the incident. Customer's current blood glucose was 95 mg/dl. Customer treated low blood glucose by eating. The insulin pump will not be returned for analysis.